Manufacturer narrative:
Additional information was received that all the remaining contacts were explanted. The patient was doing well.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2316-70, serial #: (B)(4), description: infinion 1x16 perc lead, and splitter 2x8 kits. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that when the physician was pulling the trial lead out, it got stuck and sheared off several contacts inside the patient¿s body. The patient was placed under fluoroscopy examination and it turned out that the contacts came out of the epidural space. The patient will undergo a procedure to fish out of the patient¿s body the remaining contacts of the trial lead.

Event description:
A report was received that when the physician was pulling the trial lead out, it got stuck and sheared off several contacts inside the patient¿s body. The patient was placed under fluoroscopy examination and it turned out that the contacts came out of the epidural space. The patient will undergo a procedure to fish out of the patient¿s body the remaining contacts of the trial lead.